Manufacturer narrative:
The referenced patient expiration due to the intracranial hemorrhage was reported under medwatch MFR report #2916596-2016-01414. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 months (calculated from date of implant to reported date the infection was first observed). The pump was not returned for evaluation. A correlation between the device and the reported infection and sepsis could not be determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient suffered from a chronic staphylococcus aureus driveline and pump pocket infection first documented on (B)(6) 2013 but newly reported. The patient reportedly presented multiple times with an elevated white blood cell count, fever, and positive blood cultures for staphylococcus aureus. The patient had undergone multiple incision and drainage procedures of the pump pocket to assist with pus drainage and was managed on long term IV antibiotics. Reportedly, sepsis occurred due to the patient&#62688;noncompliance with antibiotics at home. The patient ultimately expired on (B)(6) 2015 due to an intracranial hemorrhage, which the hospital staff thought to be related to the patient's noncompliance and chronic infection.